Event description:
The patient reported persistent episodes of elevated blood glucose levels with multiple pods over the past few weeks. Some pods were associated with readings exceeding 30 mmol/l (540 mg/dl), although the patient could not recall exact values for each pod. Review of the pod cloud data indicated that the patient had not worn any pod for close to the full 72-hour wear time since (B)(6) 2026 and instead wore each pod for approximately 49 to 71 hours. The patient had consulted a healthcare provider, and therapy settings were reviewed, but this did not resolve the issue. A diabetes nurse suggested the possibility of a controller-related problem and advised the patient to contact insulet. The patient reported two hospital visits during the previous week. For each event, the patient required transport by ambulance due to symptoms including fatigue, dizziness, and decreased responsiveness associated with high blood glucose levels. Ketone levels were approximately 0.2 (units not provided). Medical staff monitored blood glucose and ketones, performed a chest x-ray to assess for infection, and administered an insulin drip. The patient continued wearing the pod during both visits and was discharged once blood glucose levels improved. Each hospital stay lasted approximately 6¿8 hours. This report covers the second hospital visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004.l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
H11. Was updated: cgm sensor type: freestyle libre 2 plus.